Manufacturer narrative:
(B)(4). Analysis of the pump found there to be a gear train anomaly, corrosion and/or wear and/or lubrication.

Event description:
It was reported that the pump began alarming "7-8 days" prior to the report. The patient heard 6 beeps alarm every hour. The patient's last refill was 5 weeks prior to the report. The patient experienced symptoms of increased pain level and nausea. It was later reported that the alarm was due to a motor stall as confirmed by the pump event logs. The motor stall occurred on (B)(6) 2012 and "stopped pump period may exceed tube set" occurred on (B)(6). The reporter stated that the patient had withdrawal symptoms since the motor stall occurred. The patient did not have an MRI. The device system was used to deliver dilaudid (hydromorphone). It was later reported that the manufacturer representative was preparing to return the pump for analysis, indicating the pump was explanted; however, explant was not confirmed. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the pump was replaced on (B)(6) 2012 due to motor stall. The patient outcome was reported as recovered without sequela.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.